Event description:
Alleged bathing the pt, pt was alert and oriented. The pt turned herself to the left side of the bed, weight against the siderail and leg over the siderail, the intermediate siderail fell and the pt slid out of the bed. No tests or treatments were provided to the pt.

Manufacturer narrative:
The technician investigated and found no problem with the siderail or the bed.